Manufacturer narrative:
Additional information: g4 should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Based on the results of the investigation of the white foreign material in the air/water cylinder and air/water tube, the cause was traced to failure to follow instructions. The event can be detected/prevented by following the instructions for use which states: for inspection of the objective lens cleaning function and inspection of the auxiliary water feeding function: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross - contamination and/or infection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the air/water tube and air/water cylinder. There was no patient involvement.